Event description:
Tyco pleasanton received a medwatch form via mail (mail date 07/07/06) from ecri. Tyco pleasanton faxed tyco healthcare corporate product monitoring the medwatch form on 07/11/06. Customer medwatch indicates, "air injection during infusion of contrast for CT", using a ct9000adv injector system. In 07/13: spoke with customer to get additional information and details about the event. Customer requested that tyco healthcare submit the questions to risk management for review. Once they had reviewed the questions, a conference call would be set to discuss the information. On 7/26: customer responded to provide information requested on 07/13. A female inpatient having a CT chest with contrast for mediastinal widening and possible mass. No information available with regards to IV site. Small bore tubing was connected from the optiray 320, 125ml prefilled syringe in the injector to the alaris IV access device. Injection rate of 3ml/sec for a volume of 125ml was the set parameters of the injection. Patient did not experience a major adverse event from the air injection. The air was noted on the CT scan and patient treated hyperbarically. Due to other illnesses that required hospitalization, the customer does not state that the air injection may or may not have prolonged patient hospitalization. Patient was released from the hospital six days later and treatment for other illnessess are being continued, but no treatment indicated with regards to the air injection.

Manufacturer narrative:
Customer did not notify tyco healthcare of this event in 2006. If tyco healthcare would have been made aware of the event, an liebel flarsheim field service engineer would have been dispatched to provide performance evaluations on the operational functions of the injector system. System evaluation three months after the event would not provide a true representation of equipment status within that timeframe.